Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and weak batter after a battery replacement. The customer's blood glucose was 127 mg/dl. She also mentioned that the sensor did not work properly and had readings that were off by 50 to 70 mg/dl. She stated that the battery cap contacts were not missing or damaged. She was advised that a replacement battery cap would be sent and to monitor the insulin pump.